Manufacturer narrative:
Information was received via the (B)(4) study indicating post procedure elevated cardiac enzymes with uncomplicated post-procedure course; the patient was discharge the following day. The (B)(6) old male had a history of three percutaneous coronary interventions (pci), dyslipidemia, hypertension, copd, and smoking who presented with a positive functional ischemia study, ccs class ii angina. The procedure was treatment of a 70% in-stent restenosis of bare metal stent in the proximal left anterior descending (lad) and mid lad. A cypher ((B)(4)/ lot 15062063) was implanted in the heavily calcified, complex bifurcation, class b1 proximal lad lesion. The reference vessel diameter (rvd) was 3.0 with a lesion length of 15mm. The cypher was implanted via direct stenting. With a maximum stent implantation pressure of 22 atm. A cypher ((B)(4)/ lot 15069238) was implanted in the noncalcified class a mid lad lesion. The rvd was 3.0 and lesion length was 20mm. The maximum stent implantation pressure for both stents was 22 atm. This is greater than the rated burst of 16 atms, which as outlined in the IFU, should not be exceeded. The stents were not overlapping with no device performance issues or complications related to the treatment. Post procedure stenosis was 0%. Elevated enzymes were documented as 6-12 hours post procedure: ck-mb 12.2 (ck-mb upper limit 4.0 ng/ml) and 12-24 hrs post procedure: ck-mb 15.2. The physician documented that the ckmb lab results increase post procedure were "ok ncs" (not clinically significant) at this time he also documented pre and post ECG with "no real changes were noted in the results". The patient was discharged the next day with aspirin and clopidogrel prescribed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Elevated cardiac enzymes may reflect the structural changes taking place during coronary intervention with no indication of any device performance, design, or manufacturing issues. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2011-00091 and 3003742446-2011-00092.

Manufacturer narrative:
Information was received via the (B)(4) study indicating a peri-procedural mi with uncomplicated post-procedure course; the patient was discharge the following day on dual anti-platelet therapy. The (B)(6) male had a history of three percutaneous coronary interventions (pci), dyslipidemia, hypertension, copd, and smoking who presented with a positive functional ischemia study, ccs class ii angina. The procedure was treatment of a 70% in-stent restenosis of bare metal stent in the proximal left anterior descending (lad) and mid lad. A cypher ((B)(4)/ lot 15062063) was implanted in the heavily calcified, complex bifurcation, class b1 proximal lad lesion. The reference vessel diameter (rvd) was 3.0 with a lesion length of 15 mm. The cypher was implanted via direct stenting with a maximum stent implantation pressure of 22 atm. A cypher ((B)(4)/ lot 15069238) was implanted in the non-calcified class a mid lad lesion. The rvd was 3.0 and lesion length was 20 mm. The maximum stent implantation pressure for both stents was 22 atm. This is greater than the rated burst of 16 atms, which as outlined in the IFU, should not be exceeded. The stents were not overlapping with no device performance issues or complications related to the treatment. Post procedure stenosis was 0%. Elevated enzymes were documented as 6-12 hours post procedure: ck-mb 12.2 (ck-mb upper limit 4.0 ng/ml) and 12-24 hrs post procedure: ck-mb 15.2. The physician documented that the ckmb lab results increase post procedure were "ok ncs" (not clinically significant) at this time he also documented pre and post ECG with "no real changes were noted in the results". This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2011-00091 and 3003742446-2011-00092.

Manufacturer narrative:
Cec adjudication minutes were reviewed. The committee agreed that the patient suffered a peri procedural myocardial infarction (mi) during the index procedure. This event had been previously captured as an elevated enzyme event. The file will be updated with the removal of the enzyme code and addition of a code for mi. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2011-00091 and 3003742446-2011-00092.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 3003742446-2011-00091 and 3003742446-2011-00092.

Event description:
The e-mail received from the (B)(4) study indicated that approximately one week post index procedure the patient experienced a nose bleed. It was also noted that post procedure the patient had elevated enzymes three times the upper normal limit (unl). The patient is a (B)(6) male who was enrolled in the (B)(4) study. The indication for intervention was an in-stent restenosis of a bare metal stent in the proximal and mid left anterior descending artery (lad). The vessel was described as calcified with a 70% stenosis. A cypher (csx23300/ lot 15062063) was implanted in the proximal lad and another cypher (csx23250/ lot 15069238) was implanted in the mid lad. The implant was successful and there was no reported injury to the patient. He patient was discharged the next day with aspirin and clopidogrel prescribed. Also in the notes it shows that the patient had elevated enzymes 6-12 hours post procedure: ck-mb 12.2 (ck-mb upper limit 4.0 ng/ml) and 12-24 hrs post procedure: ck-mb 15.2 per the physician the ckmb lab results increase post procedure were ok ncs (not clinically significant) and signed and dated the results page in documentation. This is also the same date he signed the pre and post ECG and no real changes where noted in the results.